Event description:
It was reported that prior to a surgical procedure at the user facility, a foreign black material was found in the packaging of the toga. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the visual inspection of the product, foreign material was found inside the sterile pouch. A manufacturing issue was determined to be a probable cause of the foreign material in the packaging.

Event description:
It was reported that prior to a surgical procedure at the user facility, a foreign black material was found in the packaging of the toga. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.